Manufacturer narrative:
There is no indication the alleged access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. All related medwatch reports associated with this event: 2122870-2013-00939; 2122870-2013-00940; 2122870-2013-00941; 2122870-2013-00942; 2122870-2013-00943; 2122870-2013-00944; 2122870-2013-00945; 2122870-2013-00946.

Event description:
The affiliate stated the customer reported false positive initial troponin I (access accutni) results, primarily within the risk stratification, for thirteen patients on different dates, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system and access accutni calibrator. This report is seven of eight referencing the patient on the event date noted. An initial result of 0.046 ng/ml was obtained. Subsequent testing of the patient¿s sample, on the same instrument, produced results of 0.036 ng/ml and 0.006 ng/ml. The customer stated some patients¿ results were released out of the laboratory and questioned by the physician. It is unknown which results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer stated quality control (qc) was within range and system check and calibrations passed on the day of the event. No system issues were noted.